Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a hole is visible in the middle of the mesh, near the central green marker. It was reported that the mesh was torn and there was medical complication. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2023, an abdominal incisional hernia repair (ipom) was performed. Around (B)(6) 2024, abdominal distension and suspicion of recurrence arose the patient. There was a recurrence due to mesh bulging and the mesh was found to be torn. Another abdominal incisional hernia repair (ipom) was performed on (B)(6) 2025 was performed to resolve the issue. During the reoperation, the mesh that had a tear in it was explanted. Additionally, during abdominal wall incisional hernia repair, adhesion delamination of the previous mesh rupture region, hernia orifice constriction, and mesh overlap were performed and fixated with a non-absorbable metal tacker. The size of the original defect of the hernia orifice was 15 cm in length and 10 cm in width and the new defect was 10 cm in length and 8 cm in width.